Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, version: (B)(4). A software investigation analysis was initiated to determine the probable cause of the issue. Analysis determined the software functioned as designed. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported upon loading a patient exam from a disc, the images were inverted. The media io settings were changed and the issue was resolved. This issue was noted outside of a procedure, and there was no patient involvement.